Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) leads exhibited high thresholds and poor sensing. It was also reported that an x-ray had shown the leads had dislodged and migrated. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the patient underwent a mitral valve replacement procedure. Both the ra and rv lead were functioning normally prior to valve replacement, however the physician damaged the insulation of both leads during the procedure.